Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold measurements of 3 to 3.5 volts. It was also noted that there has been a gradual rise in rv impedance measurements from 700 ohms to 1900 ohms. Boston scientific technical services (ts) discussed it could be due to physiologic changes at the tip. Ts further stated that the lead is a high impedance pacing lead. They planned to add an lv offset and decrease rv outputs as the patient is not dependent and the high voltage portion of the rv lead is showing no signs of any issues. Ts suggested to consider turning off lv sensing to prevent any inhibition of lv pacing that may occur as a result of sub threshold rv pacing. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a gradual increase in pacing impedance measurements that reached 1900 ohms and high capture thresholds. Technical services (ts) was consulted and recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and rv lead pacing impedance is now out of range exhibiting measurements above 3000 ohms. The patient was exhibiting shortness of breath and has pneumonia. Loss of capture for the right atrial (ra) lead and left ventricular (lv) lead were also reported. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.